Event description:
Patient reports that occasionally she will have issues with the tubing where it leaks very slightly by the circular filter. She did not have any lot or product numbers, tubing not available for return. No additional information or dates available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? No, patient had others; did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.